Manufacturer narrative:
The facility did not return samples for evaluation. Batch record review revealed no remarks related to this issue. A functionality test was performed during the manufacturing operation, results met specifications. Further investigation has been performed by the syringe supplier. The expression force of the syringe batches involved in this report were tested and were within specification. The supplier of the syringe has been requested to further optimize the gliding force of the syringes. Expression force testing on finished product began on 05/21/2010. There have been four other complaint reports in this lot number. (B)(4).

Event description:
Adverse event: "no patient harm" (no consequences or impact to patient). Product problem: "syringe clogged during use" (device clogged [syringe]). A surgeon reported syringes clogged during use. Five lot numbers were reported. No patient harm. This is the third of five medical device reports being filed; this report is for lot number 09f18a.